Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer¿s blood glucose (bg) level was not impacted. As the occlusion alarm had occurred in the past, tandem technical support (cts) was unable to perform a system check to determine a possible cause of the occlusion. Cts educated the contact regarding occlusion alarms. The contact reported that the pump would be continue to be used for insulin therapy.